Event description:
The customer reports back to back of 424 vs. 143 mg/dl, 156 vs. 83 mg/dl and 229 vs. 78 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.